Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of material could not be determined. Based on the investigation of the burn, it is likely hat a high-energy endo-therapy accessory such as laser, high frequency, has been used without sufficient distance from the distal end section of the scope. A definitive root cause for both events were not determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual¿ gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual¿ gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material at the air/water cylinder and air/water tube, a clogged jet tube, and a burn on the probe cover. There were no reports of patient involvement.